Event description:
Rptr has been managing pts with iud's for 20 years, including placement removal and monitoring. Rptr inserted a paragard iud (lot # 500041) in 2001 in the recommended manner and cut the 2 white plastic strings at 4-5 cm from cervical os, thus allowing some "setting" in of the device without loosing the strings. The pt is very happy with the iud for the pt's birth control method but came in this week reporting seeing the string on a tissue after wiping. Exam noted no strings visible at the cervix. X-ray noted iud in proper position in fundus of uterus but the strings were not obvious.